Manufacturer narrative:
A ge oec svc rep investigated the issue and found a piece of foreign metal in the receptacle that prevented proper interconnect seating. The debris was removed from the lemo plug and sys function was restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
A ge oec 9800 fluoroscopy sys had an interconnect cable that would not seat or plug in properly. Sys could not be used.